Manufacturer narrative:
Additional information was requested and not received. The device history records for the radiesse lot injected were not reviewed as the lot number was not provided.

Event description:
This adverse event was received from merz (B)(6), rn reported the patient had eruptions from one of the nodules leaving an open hole where pus was leaking. Due to the current presentation, she prescribed clarithromycin 500 mg ods for 21 days subject to review at 21 days, and fucidin cream. The clinic manager has confirmed that the antibiotic was prescribed by the practitioner because there was puss coming out and there was some sign of infection. But there was no biopsy carried out to confirm. Per updated information from the physician, "prescribed clarithromycin 500mg once daily for 21 days subject to review. Signs of infection were present; nodules, redness, mild inflammation. On the right side on the lower right cheek area there was broken skin presenting in the form of an open hole where one of the nodules had erupted and expelled so much pus that the shape of the lump had flattened quite significantly compared to when the patient first came to see me about her mal treatment with radiesse.